Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site booted the system and found an unknown error. When he was trying to download a patient scan onto their fusion for today¿s case. The system is showing a ¿no input detected¿ on its screen. System will not boot up and or turn on. There was no surgery case involved as the surgery center was trying to load scans for prior week surgery. Working on upgrading system. There was no patient involvement.